Event description:
On 9th sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a recurrent patellar dislocation surgery on (B)(6) 2025. The procedure was completed successfully by using another brand product. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, batch 15322321, was received for investigation. The anchor of the device was broken on the distal end. Functional testing was not performed due to the damage present on the device. The most likely cause of the failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the device during insertion. The complaint allegation is confirmed. Refer to the attached investigation photos.